Event description:
The customer's mother stated that the insulin pump had a black screen and was vibrating. The reported blood glucose reading was 49 mg/dl and was treated. Troubleshooting was performed and the insulin pump had a blank display as well as a constant tone. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to loose power connector. No constant tone or vibrate anomaly was noted.